Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. There were no excessive no delivery alarms noted. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 466mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.